Event description:
Repetitive severe lung infections, upper respiratory infections, sinus infections, ear infections, dizziness, vertigo, hospitalization, prednisone in high doses and intravenous antibiotics, solumedrol shots. After continually having issues I switched back to my old bipap machine. There are multiple walk in clinic, hospitalizations and dr visits. FDA safety report ID # (B)(4).